Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported sleeve steering issues was unable to be determined. The reported improper or incorrect procedure or method was due to the user not properly aligning the blue lines. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was inserted, but it was noted the operated did not properly align the blue lines. Therefore, the cds was removed and reinserted. While in the la, it was observed the clip moved in the wrong direction while applying m-knob. The physician decided to remove and replace the cds. One clip was then successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.